Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization due to diabetic ketoacidosis a few years ago. Customer advised they had a bent infusion set which resulted in serious injury. Customer advised insulin was not delivered or blocked during bolus delivery. The insulin pump will not be returned for analysis.